Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during an ercp, the subject device wire was broken and the forceps elevator could not be operated. The customer reported it is possible a device fragment was retained in the patient. An x-ray will be taken in the future. The customer also reported no missing pieces were identified during reprocessing after inspection. A reinvestigation, will be conducted.

Event description:
The customer did not respond to our request for additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device